Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2022. On (B)(6) 2022, the patient stated that she temporarily lost her vision; she had no other symptoms. She checked her bg which was 35 mg/dl although the cgm was reading 144 mg/dl. She drank gatorade and ate beans, cheese and tomatoes on a tortilla, and bread with honey. She regained her full vision and at the time of the report stated that she was stable and feeling good. No data was provided for evaluation. The allegation and the probable cause could not be determined. The reported glucose values fall within the d zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.